Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inadequate capture on the atrial lead. On (B)(6) 2021 the physician elected to cap the atrial lead. The patient condition is stable.